Event description:
It was reported that the device was used during a laparoscopic sleeve gastrectomy. On the 3rd firing, black reload, device was fired and the staple line examined. It was noticed the remnant side had three formed staple lines, but the patient side only had one formed staple line. The other two staple lines were still in the cartridge and unformed staples standing up. A cartridge driver broke off the cartridge and fell into the patient. The driver was retrieved from the patient without incident. Another device was fired on the stomach, inside the first staple line, worked as intended and case completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 04/24/2012. Damaged one piece sled, damaged cartridge. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? Inferior to fundus, superior to antrum. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd. During which stroke did the event occur? Fully fired. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? Yes if so, which product? Gore seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What were the patient¿s pre-existing conditions? Morbid obesity. Does the patient have any relevant history of surgical treatments? Asku. How long has the surgeon been using this device for this procedure (in years)? 5+. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis found that one device was returned in good visual condition and with one ecr60t cartridge reload loaded in the device. The cartridge reload was received fully fired. In addition, the one piece sled and cartridge body were noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Due to the condition of the reload, no functional test could be performed. It should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled and all staples are present prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.